Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnw0t3-t9) that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).

Event description:
A other healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed striped lens on optics. The procedure was completed on subsequent day. Additional information was requested.